Event description:
Patient was revised to address pain and instability attributed to loosening of the femoral at the cement/bone interface.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.